Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a low blood glucose (not sure of value) with blurred vision, unconsciousness, diapheretesis, and weak cognitive impairment. Patient received glucose tablets to raise bg. Reporter alleges the pump alarm was not as loud as unusual. This complaint is being reported because the patient experienced hypoglycemia and the alarm issue may cause the user to miss an alarm or warning which may effect treatment decisions.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/28/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The pump¿s audio and vibratory alerts functioned per specification. The alert settings functioned appropriately with proper audio volume and vibratory function. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.